Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 04/2021).

Event description:
It was reported that during the dialysis catheter insertion process, the patient experienced difficulties and was attempted to be revived without success. It was further reported that as a result, the patient expired. Reportedly post mortem, the right atrium was allegedly found to have been punctured.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one guide-wire was returned for evaluation. Visual and dimensional evaluations were performed. Sample appeared to have residue throughout the device. An entanglement was noted to the guide-wire. The guide-wire was untangled and several bends were noted throughout. Measurements of the outer diameter of the guide-wire were taken at different points throughout the length of the guidewire and they were found to be 0.03740in, 0.03740in, 0.03735in, 0.03745in, 0.03740in; which are all found to be within spec according to the pertinent drawing (sa5000782) which calls out the outer diameter to be 0.042in ±0.005in. The investigation remains inconclusive due to a lack of enough evidence to confirm a failure in the device that significantly contributed to the event. A definitive root cause could not be determined. Based on the reported event and investigation findings, neither a device problem nor a use problem could be confirmed. However, the following contributing factors could have potentially caused or contributed to the reported event: improper placement technique, catheter with stylet placed through sheath without a guidewire, poor venotomy selection or placer does not use imaging system to aid placement, stylet tip is too sharp, stylet shaft is too stiff, stylet shaft too long, stylet left in the catheter/stylet length grows after prolonged exposure to fluid, inappropriate catheter dimensional design, poor catheter material selection, inappropriate catheter radiopacity, clinician handling, wrong catheter length inserted, catheter tip design, low guidewire radiopacity, clinician error/equipment malfunction, patient anatomy, light depth marks on guidewire and no depth marks on guidewire. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on the use of the catheter, guidewire and stylet and instructs on how to insert the catheter. Therefore, the product labeling will be considered adequate. The catalog number identified has not been cleared in the us; however, the devices are similar to the glide path hemodialysis dialysis catheter products that are cleared in the us. .

Event description:
It was reported that during the dialysis catheter insertion process, the patient experienced difficulties and was attempted to be revived without success. It was further reported that as a result, the patient expired. Reportedly post mortem, the right atrium was allegedly found to have been punctured.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to glidepath hemodialysis catheter that is cleared in the us. The 510k/PMA number and pro code is identified in d2, and g5. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one guide-wire was returned for evaluation. Visual and dimensional evaluations were performed. Sample appeared to have residue throughout the device. An entanglement was noted to the guide-wire. The guide-wire was untangled and several bends were noted throughout. The investigation remains inconclusive due to a lack of enough evidence to confirm a failure in the device that significantly contributed to the event. A definitive root cause could not be determined. Based on the reported event and investigation findings, neither a device problem nor a use problem could be confirmed. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on the use of the catheter, guidewire and stylet and instructs on how to insert the catheter. Therefore, the product labeling will be considered adequate. H10: based on procedural notes reportedly post mortem, the user facility stated that the right ventricle was allegedly found punctured. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the dialysis catheter insertion process, the patient experienced difficulties and was attempted to be revived without success. It was further reported that as a result, the patient expired. Reportedly post mortem, the right atrium was allegedly found to have been punctured.